Manufacturer narrative:
Integra has completed their internal investigation on 07/27/2015. The investigation included: review of device history records, review of complaints history . Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ oct. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: no service history for cam02 monitor (B)(4) was available. . Rate of occurrence: during the time period ¿may 2014 to may 2015¿, the global product usage for cam02 monitors was calculated as (B)(4), using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (2) can therefore be calculated as (B)(4) of procedures. Conclusion: root cause is not determined since the product was not returned for evaluation.

Event description:
This is the third report involving two 1104hm's and a cam02 from the same facility which was being prepared for patient use. Cross reference with MFR report numbers 2023988-2015-00013 and 2023988-2015-00014 (B)(6). It was reported that a cam02 malfunctioned. The event was described as; when doctor connected the catheter to the camcabl attached to the cam02 a message appeared on the screen "no catheter connected". A second catheter was opened and the same message appeared. At that point a transducer was then hooked up to the drain for the patient and the camino was ot used and was removed from the patients room and put into the storage area. The integra lifesciences representative went to the facility and checked the camcbl connection to the monitor and then connected an 1104hm catheter. The catheter did initialize (sync) with the cam02. This was repeated at least seven times with all three catheters (including the two that did not initialize (sync) initially and all catheters initialized and were functioning. When the question was asked, "did the patient incur an injury as a result of this event?" The nurse answered, "icp catheter was never inserted into patient." A call placed to clinical support conclusion was probably that the cable was not fully connected to camino machine, therefore it was unable to recognize icp catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.